Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips with 0.55 ml of juvéderm® volbella¿ xc. The area began to feel ¿very firm¿ with ¿post-injection nodules/lumpiness¿ in the lip 2-3 months later, most notable on the right upper lip with more diffuse firmness and ¿discrete palpable nodules¿ in the left upper lip and lower lip. The nodules were described as ¿hard-like marbles.¿ the patient was treated with hylenex and put on a medrol dosepak. The patient experienced mild improvement. The patient was additionally treated with more hyaluronidase and antibiotics. Event was ongoing.